Event description:
Procedure: vatsthe surgeon used the stapler and 3 sulus to transect the thoracic wedge. However, the staples did not properly form and the tissue anastomosis was not properly created. Bleeding occurred from the tissue and the surgeon had to repair the tissue by suturing and applying an addition device. The reporter states that the sulu anvil was damaged during use.